Event description:
It was reported that the mx60 intraocular lens was not able to fully unfold approximately 15 minutes post-operatively. The patient's vision was reported as "clear" 1 day post iol implant.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.